Event description:
Additional information was reported, which indicated that the loss of capture was a result of the lead dislodging from it's original position. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing. The lead was successfully repositioned, during a revision procedure. No additional adverse patient effects were reported.